Manufacturer narrative:
(B)(4).

Event description:
The customer reported that when ac power was removed the device transitioned to external battery and shut down while in use. No patient harm reported. Patient information not available.